Event description:
It was reported that a patient presented to clinic for follow up. Defibrillation threshold testing was performed, and the implantable cardioverter defibrillator was unable to convert the rhythm, after multiple attempts the ICD went into backup mode and there was no ble telemetry. A ble reset was performed to resolve the lack of bluetooth telemetry. The physician elected to disable the ICD and implant a subcutaneous ICD on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of the device entering backup mode and being unable to be interrogated viable during dft testing was confirmed. Based on the information provided, the device entered backup mode due to a slow watchdog reset. The root cause of the slow watchdog reset was unable to be determined. Able reset was performed, following the reset the device was able to be interrogated.